Event description:
On 2025-jan-03 additional information was received in response to follow up. The patient stated resetting the controller appeared to resolve the issue of the controller not charging the implant.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been having trouble charging their implanted neurostimulator (ins) for at least a week or so. Patient said the controller had a full charge, but the implanted device hadn't been charging correctly. Patient stated as of yesterday, the controller was at 100% and when they went to charge the implant, the implant battery went down from 30% to 0% after 30 minutes. Patient said they didn't gain any charge on their back at all. Agent asked, patient confirmed they had not seen any alert codes or error messages when they go to charge. Patient mentioned they last charged the controller this morning. During the call, agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the controller powered on. Patient dropped controller and the back battery cover came off, but patient was able to put back cover back on. Patient then connected recharger and confirmed they were able to start a charging session with excellent recharge quality. Controller battery was at 100% and implant battery was in the yellow. On the call, the battery incremented to 30%. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with patient everything appears to be working as intended and instructed patient to monitor the issue and call back if it persists.